Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding the event details has been requested. No additional information is available at this time. The reported events of exposure, hyphema, bleb-related leakage, vision abnormalities and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported hazy vision with vision (cc) of 0.4, eye redness, xen®45 gts externally severed and skewered through the conjunctiva with seidel test noted to be positive, anterior chamber bleeding and inflammation in the right eye against the xen®45 gts. Treatment has been provided as revision surgery with implant removal and anterior chamber irrigation. Treatment medication was noted as simbrinza, clonid and taflotan.